Manufacturer narrative:
Add'l info regarding product eval is pending. A root cause has not been identified. (B)(4).

Event description:
A customer reported a footswitch problem occurred during a procedure. Another footswitch was used to complete the surgery. There was no impact to the pt.